Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and back light flashes on and off. Customer's blood glucose value was unknown. Customer stated that insulin pump had cracked on battery compartment and reservoir compartment. The customer also reported that the insulin was squirting during manual prime process. The device will not be returned for analysis.